Event description:
An endeavor sprint rx drug eluting stent was implanted in the mid lad during the index procedure. Approximately 10 months post the index procedure the patient suffered a cerebrovascular accident (cva) ."the patient felt lightheaded, could not turn to the left, and went to the ER. CT head without contrast showed no evidence of acute intracranial path, slurred speech, left arm and facial weakness almost resolved". At the 30 day, 3 month, 6 month, 9 month and 12 month follow ups the patient's angina status was reported as class I per (B)(4).

Event description:
The investigator has indicated the previously reported cva was classified as ischemic and not related to the study device.

Manufacturer narrative:
Evaluation results: (B)(4) inherent risk of procedure (stroke), (B)(4).